Event description:
It was reported that the patient was having episodes of "severe pain" that "drops" the patient to his knees. Pain was described as a knife jabbing his stomach and it felt like the wires were pulling. The pain ran across the patient's abdomen and went up under his rib cage. On (B)(6) 2013, the patient was "admitted to the ER" due to vomiting and the patient's lips turning blue. No one could explain the blue lips but they felt it was because the patient was throwing up so violently that the patient was not getting enough oxygen. The ER treated the patient later that night with pain meds, "dilautin". Within an hour, the patient's pain and vomiting subsided. The patient was still in the hospital and had an appt to see a specialist today ((B)(6) 2013). The reporter had questions regarding if the leads could be implanted so there was not enough slack. It was noted that the patient was first seen in ER for symptoms 2 months ago, then 2 weeks ago, and finally yesterday. If additional information is received, a follow up report will be sent.

Event description:
Follow up information reported that the replaced the implantable neurostimulator (ins) due to pain at the ¿old site¿. It was noted that the leads were in good position and were not replaced. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 4351-35, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient experience being drenched from head to toe with soaking wet clothes from the patient vomiting. It was noted that the patient also gets cold.